Event description:
The patient's husband alleged the healthcare facility staff caring for his wife caused an infected as they "did not know how to use the v.a.c. Unit." The patient's husband alleged the facility staffs' lack of knowledge and training caused the infection, and confirmed there is no allegation against v.a.c. Therapy. No additional information is available. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for evaluation. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. The patient's husband alleged the staff's lack of training was the cause of the infection and did not have any allegation against v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response. This report is being filed due to possible user error related to lack of user training.